Manufacturer narrative:
Investigation summary: quality department (pms) has received a complaint regarding a device from establishment labs, additional information provided in the "details" section. General conclusion: a relationship between the alleged event and the device involved: yes. Device rupture: tests were performed according to ¿wi-001048 pms laboratory testing units¿: the visual inspection of the unit found a device rupture for (left one) sn (B)(6) for unit (B)(6) we found no damage. Microscope inspection showed trace marks in the shell consistent with those of a sharp instrument reproduced in our laboratory, this is distinct from the pattern resulting from a spontaneous tear in the shell of the implant. Tests performed confirmed the shell complied with the international specification standards. Refers to for-(B)(4) complaint investigation unit testing results. Test results: in conclusion, it was determined that a probable cause for the event reported was a cut resulting from a sharp instrument used which could have weakened the shell. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Bottoming out, rotation, gel diffusion, keloid scarring. After an analysis of the clinical evidence provided and the report, it was possible to confirm rotation and gel diffusion with the evidence attached; however, bottoming and keloid scarring were not confirmed. Refers to clinical confirmation task or zendesk communication. The alleged events are risks associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Refers to phr section. Dfu review: the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: rupture: breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI to scan for signs of rupture. The importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed. Rotation ¿ anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Flipping can be treated with bimanual manipulation in the office and can be done repeatedly in recurrent cases. However, in some cases, revision surgery may be necessary to reduce pocket dimensions. Literature has reported that the interaction between breast envelopes, the implant's physical characteristics, and pocket dissection could cause malposition. Other theories include the involution of breast tissue. Regarding implant characteristics, flipping has been associated with the presence or absence of texturing, implant shape/profile, and the gel-filling ratio (i.e., to what degree the implant has been filled). Other factors such as infection, hematoma/seroma, capsular contracture, dissection, surgeon¿s experience, physical activity, and external manipulation of the implant could potentially contribute to the development of this complication. Gel diffusion ¿ small quantities of silicone may diffuse/bleed through the elastomer envelope of silicone gel-filled implants. The detection of small quantities of silicone in the periprosthetic capsule, axillary lymph nodes, and other distal regions in patients with apparently intact gel-filled implants has been reported in the literature. Some studies on long-term implants have suggested that gel bleed may contribute to capsular contracture and lymphadenopathy development. On the other hand, the evidence demonstrates that gel bleed is a significant contributing factor to capsular contracture. Other local complications are identified even when there are similar or lower complication rates for silicone gel-filled breast implants than for saline-filled breast implants. Hypertrophic scarring ¿ scarring is a natural healing process, and it can take time to see improvements. Hypertrophic scars may happen when there is an excessive production of tissue, which forms the scar. Scars may also be caused because the wound takes too long to heal. Biologically, some people tend to be more susceptible to hypertrophic scars due to their genetic makeup . Bottoming out ¿ this refers to the inferior displacement of a breast implant that increases the distance between the nipple-areolar complex and the inframammary fold (imf) after breast-implant surgery. Risk factors reported in the literature are, but not limited to, the lack of quality of pre-existing breast tissue (i.e., thin subcutaneous tissue, defective dermal elements and breast tuberosity), characteristics of the selected breast implant (such as being overly large), imf dissection, and the type of implant placement during surgery (i.e., submuscular and subglandular planes) . The clinical symptoms resulting from a bottomed-out implant include asymmetry, upward-pointing nipples, sagging, palpability, etc. Appropriate surgical planning can mitigate the possible causes of bottoming out. Recommendations include a careful and individual assessment of mammary tissues, careful implant selection, application of risk-minimizing surgical techniques, and adequate breast support after surgery. Treatments may vary depending on the severity of the complication and range from a simple sub-mammary fixation to the use of additional supporting materials. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. As stated in the literature: bottoming out: 3 mañero, ivan m.d.; montull, patricia m.d.; guisantes, eva m.d. Bottoming out: a simple technique for correcting breast implant displacement. Plastic and reconstructive surgery: december 2009 - volume 124 - issue 6 - p 452e-453e. ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Trend review: establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Manufacturer narrative:
Assessment: in order to confirm the condition reported, the following information were requested: clinical history and operative information before and after the complication, (surgeon's clinical report indicating the evolution of the patient after surgery, as well as the evolution of the complication). Photographs of the patient (frontal and lateral), showing the appearance of the breast before the surgery and after, once the complication happened, before the explantation procedure. Radiological images: can be computed tomography, ultrasound, high-resolution ultrasound, or magnetic resonance imaging, and also include the technical report confirming the diagnosis. Laboratory tests before the primary surgery and after the diagnosis. Specialist diagnosis if available. Once the information in provided, the clinical department will perform an assessment and define further actions.

Event description:
Patient reported that she felt pain in both breasts approximately 2 months post-op, which got worse with time. Then, the breasts started to change in their form and she developed keloids on both sides.